Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's ipg is inoperable due to not recharging for over a year. In turn, the pt's ipg was not communicating and the pt lost stimulation. As a result, the pt's ipg was explanted and replaced. Effective stimulation and coverage was restored post-op.